Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) set screw was loose. The pocket was reopened, and the set screw was retightened. The device remains in use. No patient complications have been reported as a result of this event.